Event description:
It was reported that the device received an alarm error code message. The error code displayed was 133.6080. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi 8015 error 133.6080. Technical support: 1. Charge battery pack. 2. Replace backup speaker 3.return to factory for repair. Recommended charge battery first. If charging battery does not solve the problem, tyson will replace back-up speaker. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Tech has error code 13.1033.149 on 8100 unit 2. The error is ca software fault on unit needs to reflash software on unit, if flash fails next to replace will be logic board. Technical support confirms the customer reported problem as npi error code 13.1033.149 h3 other text : no product returned.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi 8015 error 133.6080. Technical support: 1. Charge battery pack. 2. Replace backup speaker. 3.return to factory for repair. Recommended charge battery first. If charging battery does not solve the problem, tyson will replace back-up speaker. The root cause of the customer's report could not be determined.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080. There was no patient involvement